Event description:
It was reported via a clinical study, that a patient who had a rtsa, underwent an I & d procedure due to a hematoma. The study indicates the event was possibly related to the device and definitely related to the procedure. The outcome indicates resolved. No further information.